Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer called to get assistance on reprogramming her insulin pump replacement. The customer's blood glucose was 416mg/dl. Customer stated her blood glucose was high due to using expired insulin while waiting for replacement. Customer declined to troubleshoot at this time. She also stated she has medical issues that cause high blood glucose.